Event description:
Information was received indicating that during use of the cassette, the cadd-legacy plus pump exhibited an alarm. It was reported that after changing to this cassette, the customer loaded batteries in the pump, conducted a self-diagnosis of the pump and confirmed that the message "stop" was displayed; however, the alarm continued. Per reporter, customer subsequently turned the pump off and back on fifteen seconds later and reloaded batteries but the alarm continued. No adverse patient effects were reported.

Manufacturer narrative:
Report source: (B)(6).

Manufacturer narrative:
Other, other text: device evaluation: one device was returned for analysis in used condition. Visual inspection showed no discrepancies. Functional testing involved filling the device with water and connecting it to a cadd legacy plus pump to look for unusual function. The sample fully primed, connected with no difficulty and no alarms were activated when the pump was set to running. Based on the investigation, the complaint allegation was not confirmed.